Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and eight shocks for an atrial driven arrhythmia. Technical services (ts) reviewed and provided troubleshooting options. Therapy was stated to be exhausted. This device remains in service. No adverse patient effects were reported.